Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the needle detach or pull off from the suture: detached inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? Unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with five needle suture combinations and three detached needles was received for analysis. The product code vcpb864d is multi-strands and contains eight strands single armed per packet. Upon visual inspection of three detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was noted. The sutures were not returned for evaluation. In addition, three needle-suture combinations were visually inspected, the swage and attachment area were noted to be as expected in all needles. Besides that, no anomalies or issues related to pull-off were observed during the evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported by a sales rep that, during an unknown surgery, the suture was detached from the needle easily. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. Affiliate reference number: (B)(4). Please take photos for japanese customer.